Event description:
It was reported that caller experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and cgm error did not appear again after reset.